Event description:
Caller states the patient tested 1.1 inr on the coaguchek s system and 1.6 inr on the coaguchek xs system during duplicate testing. Warfarin was increased after the comparison, but no information was provided regarding which result was accepted. No adverse event reported.

Manufacturer narrative:
This medwatch is for suspect device in the coaguchek xs system. Reference medwatch with a1 patient for suspect device in the coaguchek s system.